Event description:
It was reported that the balloon was ruptured. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified arteriovenous fistula. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the first inflation at 12 atmospheres for 10 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition after the procedure.